Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation, and no other additional information was received from the national joint registry. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Please note, that reports received from the national joint registry are not published reports and therefore web link is not available.

Event description:
The manufacturer received stryker collaborative study named pro-toe vo_data collection_bellin that contains collected data on the usage and the outcomes of pro-toe vo. The report details analysis provided for procedures performed between august 2017 through october 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: the implant was determined to have completely migrated out of the bone 24 days after surgery due to failure of the bone around the implant. Later that summer the patient developed an ulceration over the surgical site, and, upon inspection in the clinic, the metal implant could be directly visualized. In september 2021 the implant was removed, and no other fixation substituted. The patient has done well since and has successfully maintained the toe correction and alignment.